Event description:
It was reported that a user contacted support after performing a full supply change on the ilet and inadvertently skipped the fill cannula step, and support provided troubleshooting and education to complete the fill cannula process. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included a review of user-reported use and guided troubleshooting. Investigation of this case revealed user error related to incorrect supply change steps, with the infusion set and cartridge implicated due to the missed cannula fill step; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.